Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, as well as a clear liquid inside the valve. No defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was tested for programming and failed the test, the valve would not program higher than 100mmh2o. The valve was then pressure tested up to 100mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported. The cam magnets were also tested and no defects were found. A review of the history device records confirmed the valve product code ns9008, with lot crlbf2, conformed to the specifications when released to stock on the 2nd october 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The removal surgery of the device was conducted due to the suspected occlusion. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.